Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and the same malfunction did not recur afterward. The customer was advised to continue using the pump and to call back if any issues reappeared.